Event description:
The physician performed a percutaneous endoscopic gastrostomy to change the pt's existing feeding tube to a wilson-cook 24 french balloon replacement gastric feeding tube. Five days after the new feeding tube was placed, the physician noted a gastric ulcer located at the opposite site of the feeding tube tip. The physician replaced the replacement tube with a wilson-cook percutaneous gastrostomy set, pull method device. The pt's condition was reported to be good.